Event description:
It was reported that balloon rupture and detachment occurred, requiring intervention. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 3.0mm x 80mm x 150cm sterling sl balloon catheter was selected for use. During the procedure, the balloon ruptured upon second inflation at 3 atmospheres for 5 seconds. Upon deflation, the proximal balloon tip with the radiopaque marker was left in the patient. An open cut-down procedure was performed to remove the marker in the proximal sfa. The patient was expected to fully recover.